Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the release on the back of the parallel end effector had broken off after impacting the cup. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: customer reported that the ee locking mechanism broke during use. Device evaluation and results: device evaluation was performed and the parallel hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10-17-2011 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the parallel hip end effector, failed locking mechanism. There have been no other events for catalog: 205020, serial number: (B)(4), lot #: 06040911, RMA #:(B)(4). Conclusions: the exact cause of the event was: the parallel hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken, which has made actuating the locking mechanism difficult. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. (B)(4).

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the release on the back of the parallel end effector had broken off after impacting the cup. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.